Event description:
It was reported that the patient presented erectile dysfunction as his penile erections are not adequate for intercourse. There is inflatable penile prosthesis (ipp) fluid leak concern as the device is not completely inflating. The patient is not experiencing pain or swelling. The patient is scheduled for an ipp removal ad replacement surgery on (B)(6)2020.

Event description:
It was reported that the patient presented erectile dysfunction as his penile erections are not adequate for intercourse. There is inflatable penile prosthesis (ipp) fluid leak concern as the device is not completely inflating. The patient is not experiencing pain or swelling. The patient is scheduled for an ipp removal ad replacement surgery on (B)(6) 2020. Additional information received. In clinic, dr. Was able to pump but did agree that it didn't work properly. All the components were removed and replaced with new ipp. The reservoir was empty. The patient had a good outcome with no further complications.